Event description:
We received a shipment of 216 syringe pumps in april. They were deployed in october. 34 out of box failures occured - all related to an inoperable keypad. Since implementation, an additional 15 have been brought to biomed with keypad issues. This represents 22% of the inventory.====================== manufacturer response for syringe pump, (brand not provided)======================sent a field service rep to repair out of box failure.